Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (l846764), and no non-conformance was identified. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: an mre review was performed, and results obtained as below: product code: 212865. Lot number: l846764. Anomalies or discrepancies (non-conformance): none device history batch: null. Device history review: null.

Event description:
This is report 1 of 2 for (B)(4). It was reported by the customer in australia that during a meniscal repair procedure on (B)(6) 2022, it was observed that two micro qa+ #3/0 eth v-4 devices pulled out upon insertion. It was unknown how the procedure was completed successfully with a delay of two minutes. There were no adverse patient consequences reported. No additional information was provided. This complaint involves two (2) devices.